Event description:
The head of the bed started rising without anyone pushing the controls and would not stop until it was at a ninety degree angle. When it reached that angle it was non-responsive to the controls to return to flat. The patient status remained unchanged throughout the event. Biomedical engineering evaluated the bed and could find nothing wrong with the bed. It functioned correctly during their evaluation with no further incidents.